Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately two weeks post implant procedure the patient experienced a hematoma. It was further reported a pocket revision was performed, cultures were taken and an absorbable antibacterial envelope was placed in the pocket. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.